Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: the complaint of a blank screen could not be confirmed or duplicated on investigation; the display was not blank when the pump was powered on. The pump cover was removed and no defects were found to the display flex. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.